Manufacturer narrative:
(B)(4). The transmitter was returned to the distributor for evaluation. The distributor evaluation results were received on (B)(6) 2014. Analysis of the data log from (B)(6) 2014 identified one discrepancy between the cgm readings and the capillary blood glucose readings; this single discrepancy indicates the need for cgm calibration and does not indicate overwritten/incorrect source or transmission data. This discrepancy occurred on (B)(6) between 9:30am and 10:45am. The cgm readings were 340mg/dl and the capillary reading was 235mg/dl. A cgm calibration was performed at 10:45 am. After the calibration the cgm readings were then in agreement with the capillary readings. The transmitter was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of cgm inaccuracy compared to blood glucose meter was confirmed based on the data log review.

Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. The distributor claims a classmate of the patient was using a "roger inspiro" hearing aid device and a "phonak" amplifier that interfered with the cgm system resulting in inaccurate readings. The distributor also reported the dexcom cgm system reported accurate values compared to blood glucose meter readings on days when the children were separated or the hearing aid device was switched off. There was no report of any injury or medical intervention at the time of contact with dexcom technical support.